Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient had a damaged cord. Patient stated that the rtm cord got caught in the zipper of the carrying case and ripped the cord all the way to the wires. Patient stated they did not realize that the cord was hanging and they kept trying to close the carrying case but it ripped the rtm cord. Patient added that they felt the heat coming from the cord. Patient stated that their rtm was with their neighbor, who was trying to fix it. An email was sent to repair to replace the recharger.